Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that while doing a revision on patient's right hip (not a revision of stryker product) surgeon was using the trial body removal device with a mallett and the hook part on bottom of the removal device broke off.

Manufacturer narrative:
This event relates to an off label use involving a restoration modular extractor and unknown non-stryker hip component/components. Based on the provided information it has been determined that this event is associated with an off-label application. A review of the most recent packaging insert IFU, qin 4382 rev d, indicates that howmedica osteonics instrumentation consists of manual surgical instruments intended for use during hip, knee, shoulder, elbow or wrist arthroplasty, or trauma surgeries. Under the warnings section of the instructions for use it states the following: due to different manufacturers employing differing design parameters, varying tolerances, different materials and manufacturing specifications, howmedica osteonics instrumentation should not be used to implant any other manufacturer¿s components. Any such use will negate the responsibility of howmedica osteonics corp. For the performance of the resulting implant. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that while doing a revision on patient's right hip (not a revision of stryker product) surgeon was using the trial body removal device with a mallett and the hook part on bottom of the removal device broke off.